Event description:
It was reported that a clearlink buretrol solution set had tubing in which debris, that looked like white particles, was visible. The process step during which this was noticed and whether there was patient involvement are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further analysis, the white particulate matter (pm) was found to be an unknown degraded drug residue. The root cause of the reported condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available and a request for its return has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation. Visual inspection revealed white particulate matter in the fluid path. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.